Event description:
It was reported that the patient had replace backup battery alarms, and the emergency backup battery (ebb) in the patient's system controller needed to be exchanged. The ebb was exchanged, and the alarms recurred. The controller software was upgraded to version 1.7 to troubleshoot the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the backup battery fault alarms returned on 23apr2023 after the software upgrade. The controller was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files; however, it was not reproduced. A review of the submitted controller event log files spanned approximately 27 days (24mar2023 ¿ 12apr2023 and 20apr2023 ¿ 26apr2023 per time stamp). The backup battery fault alarm activated on 02apr2023 at 13:43:00, 12apr2023 at 15:57:33, and 23apr2023 at 18:07:53 and 20:37:50 due to a load test fault. The backup battery did not pass the load test due to the unloaded voltage being under the allowed threshold or the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm resolved some instances by reseating the backup battery but would reactivate later. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No alarms were reproduced while testing. Additional information stated that the controller exchange resolved the alarms. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective action was initiated to address this issue, (B)(6) was manufactured prior to the implementation of that corrective action. Incidental finding: superficial slice in black power cable jacket. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.